Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs were still attached to the link and respective needle tips. There was about 3/4 inches of monofilament still attached to the needle tip and the rest of the monofilament was not returned. This is indicative of successful needle deployment and suture retrieval, contradicting the reported cuff miss experience. Based on the investigation findings, the device performed according to specifications; therefore, the root cause for the reported incident is undetermined. A review of the device lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified common femoral artery a diagnostic procedure. Reportedly, a cuff miss occurred, the device was removed and manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.